Event description:
The customer reported that their newly purchased allied telesis switch crashed all access points and caused comm loss on all related patient monitoring devices. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that their newly purchased allied telesis switch crashed all access points and caused comm loss on all related patient monitoring devices. The issue was resolved when the customer replaced the switch. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event and no troubleshooting was performed, the reported issue could not be confirmed. As such, a root cause cannot be determined. The customer was advised that they could or a new switch as the switches are not managed. As the switch was reported to be new, the failure is likely an out of box failure. Out-of-box failures are often reported during the installation of a nihon kohden device and is often reported by a nihon kohden installer. Should a product malfunction during device set-up or installation, the complaint will be categorized as an out of box failure. An out-of-box failure is a product malfunction that occurred before patient use. The causes of out-of-box failure for nihon kohden and third-party products are likely related to hardware defects, firmware deficiencies, configuration, or improper set up by the installer. Hardware defects can occur due to physical damage to the device or manufacturing defects. Forceful impacts or stress on a device can cause damage to the internal components of the device. Physical damage could occur during shipping and handling or installation of the device. Manufacturing defects are less likely to occur because nihon kohden devices go through quality checks before shipment of the devices to the customer. This issue is an out-of-box failure of a third-party product. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. Attempt #1 09/21/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 09/28/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 10/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their newly purchased allied telesis switch crashed all access points and caused comm loss on all related patient monitoring devices. No harm or injury was reported. The issue was resolved when the customer replaced the switch.

Manufacturer narrative:
The customer reported that their newly purchased allied telesis switch crashed all access points and caused comm loss on all related patient monitoring devices. No harm or injury was reported. The issue was resolved when the customer replaced the switch. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.